Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 49 to 56 mg/dl at the time of the incident. The customer was at 86 mg/dl at the time of discharge, and 120 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer experienced symptoms such as a massive headache. The customer was wearing the insulin pump during the incident. The hospital staff told the customer that the pump was malfunctioning, and the customer believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The customer was having sensor glucose versus blood glucose differences. The insulin pump will be returned for analysis. Pump passed functional testing.